Manufacturer narrative:
The results of the investigation revealed fluid ingress under the electrodes rings, through the shaft, and into the handle. The leak path was determined to be from leakage under the ring electrode, through the pierced wire hole, down the catheter shaft and out the handle. As a result of this finding, abbott is performing further investigation.

Event description:
At the end of an atrial fibrillation ablation procedure, the catheter started leaking blood from the handle. There were no adverse consequences to the patient.